Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported weak suction and lack of aspiration of the cassette during cataract surgery without intraocular lens implantation. The surgery was completed on the same day; however, unknown how it was completed. There was no impact on the patient.